Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially worn away and the metal part of the jaw was exposed. There were contact marks on the surface of the probe and the jaw. The manufacturing record was reviewed with no irregularities. Considering the evaluation result of the subject device, omsc concluded that the wearing of the ptfe pad occurred since the user continued activating output without grasping anything in the grasping section (including after the tissue separated). And also omsc concluded that the error messages occurred since the probe contacted with the metal part of the grasping section because of the ptfe pad wearing.

Event description:
The subject device was used during a laparoscopic hysterectomy. There were 2 unk error messages. And there was a probe damage error message during mobilization of uterus. The procedure was completed with another thunderbeat device. There was no patient injury reported. As a result of evaluation of olympus, it was found that the ptfe pad of the device was severely worn away.